Event description:
It was reported that during infusion the patient felt fluid leaking onto their chest from the pump. The pump was shut off due to the leakage. Leakage was observed at the luer lock connection between the pump and tubing. The cassette had dried chemotherapy residue visible throughout, and leakage was also observed from the male and female adapter. The patient stated that, prior to departure, they believed the leakage started that morning; however, they have an abdominal wound that also leaks and stated they could not be certain that the pump had not been leaking prior to that time. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.